Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, cloudy pd fluids, and fever coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. The patient remained hospitalized and had not recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the patient was treated with unspecified antibiotic. Approximately a month after the onset of peritonitis and hospitalization, the patient was discharged from the hospital. The patient recovering from the peritonitis event (previously not recovered).should additional relevant information become available, a supplemental report will be submitted.